Manufacturer narrative:
The customer¿s report of a discrepancy between what the pump was showing on the screen and what the actual syringe is indicating was confirmed. A review of the event log identified that a terumo 50 syringe was confirmed by the user on (B)(6) 2015 17:18:21 prior to starting a pca infusion at 17:21:13, however the affiliate has confirmed that the hospital does not use terumo 50ml syringes and use bd perfusion 50ml syringes. Testing was performed. A bd perfusion 50ml syringe with a volume of 50ml was loaded into the pca module, confirmed as a terumo 50ml syringe and the pcu displayed a volume of 67.0ml available. Volumetric accuracy was then performed and an inaccuracy of -11.6% was confirmed. A bd perfusion 50ml syringe with a volume of 50ml was loaded into the pca module, confirmed as a bd plastipak 50ml syringe and the pcu displayed a volume of 56.7ml available. Volumetric accuracy was then performed and an inaccuracy of 3.9% was confirmed. An internal inspection of the pca module did not identify any ingress, damage or deficiencies and when reassembled the rear case was correctly located. A performance verification procedure (pvp) was completed on the pcu and pca module, and all results were within specification. The pca module was subjected to a continuous infusion for >24 hours which was completed failure free. This investigation has confirmed the reported issue which is a result of the user confirming a bd perfusion 50ml syringe as a terumo 50ml syringe and has been attributed to a user error. As the customer has stated that they do not use terumo syringes. The customer has also confirmed that they use bd perfusion 50ml syringes which are not validated for use on the alaris system.

Event description:
The customer reported a discrepancy between what the pump was showing on the screen and what the actual syringe is indicating. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.